Event description:
It was reported to manufacturer that a system diagnostic test revealed high lead impedance. The reporter stated "regardless of manipulation, the patient did not demonstrate any cough or change in verbalization. It is suspected that she is not getting the stimulus." Additionally, it was reported that the patient has continued to have seizures: "she had one about a minute-and-a-half in duration. Three one month prior, less than a minute in duration." It was reported that x-rays of the neck and chest were planned to further assess this possibly broken lead. Good faith attempts are being made to obtain additional information from the treating physician. The patient subsequently had surgery where the lead was replaced. Attempts to obtain the explanted lead for analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.